Event description:
The customer reported to olympus that there was an intermittent image issue (with color bar) while using the hd camera head. The issue was found during preparation for use for a diagnostic procedure, there was no delay, and the procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a cable malfunction. The connector pin also appeared abnormal. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable could not be determined. Olympus will continue to monitor field performance for this device.